Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes exhibited poor clot formation. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-feb-2025. Investigation summary bd received three (3) photographs and 18 samples for investigation. Poor clot formation was evident from the photographs. The examination of the returned samples along with 100 retention samples concluded that no additive abnormalities that could cause poor clot formation were identified. Complaints for sample quality were not under statistical control for the month of january 2025. Factors that may contribute to floating clot/lacy red blood cells were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (floating clot/lacy red blood cells) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode poor clot formation. Corrective and preventive action has been opened to address the sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes exhibited poor clot formation. No patient impact reported.